Manufacturer narrative:
No product malfunction alleged. No radiographs or photographs provided to confirm event. No product return.

Event description:
On (B)(6) 2017, patient underwent an extreme lateral interbody fusion procedure. As per reporter during the procedure, patient may have suffered an l3 level fracture. At this time there is no allegation of product malfunction. An additional procedure was performed.